Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), deep vein thrombosis ("blood or heart disorder/condition; deep vein thrombosis"), pulmonary embolism ("blood clot in leg broke off and dispersed into heart and lung causing pulmonary embolisms"), thrombosis ("blood clot in leg"), uterine haemorrhage ("aub"), menorrhagia ("prolonged menses") and cardiac disorder ("heart disorder") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy. Concurrent conditions included allergic rhinitis, arthritis, dvt, hypothyroidism, insulin resistance, irritable bowel syndrome, monilia nos, obesity, polycystic ovary, sleep apnea and uterine fibroid. Family history included ovarian epithelial cancer. Concomitant products included enoxaparin, ibuprofen, ibuprofen (midol ib), metformin, norethisterone (norethindrone), paracetamol (acetaminophen), rivaroxaban (xarelto) and warfarin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), migraine ("migraine headaches") and headache ("headaches"). In 2013, the patient experienced the first episode of dyspareunia ("painful intercourse") and the second episode of dyspareunia ("dyspareunia"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criterion hospitalization), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"). In (B)(6) 2016, the patient experienced vaginal discharge ("irregular vaginal discharge"). In 2016, the patient experienced pulmonary embolism (seriousness criterion medically significant) and thrombosis (seriousness criterion medically significant). On an unknown date, the patient experienced deep vein thrombosis (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), uterine leiomyoma ("uterine fibroids"), endometriosis ("endometriosis of right ovary"), adenomyosis ("adenomyosis"), cervicitis ("chronic cervicitis"), uterine adhesions ("serosal fibrovascular adhesions"), ovarian cyst ("ovarian cysts"), blood disorder ("blood disorder"), cardiac disorder (seriousness criterion hospitalization) and reproductive tract disorder ("reproductive system disorder"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy successfully removed). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, menstrual disorder, back pain, migraine, vaginal discharge, headache, blood disorder, cardiac disorder and reproductive tract disorder had resolved and the deep vein thrombosis, pulmonary embolism, thrombosis, uterine haemorrhage, vaginal haemorrhage, pelvic pain, uterine leiomyoma, endometriosis, adenomyosis, cervicitis, uterine adhesions, the last episode of dyspareunia and ovarian cyst was resolving. The reporter considered abdominal pain, adenomyosis, back pain, blood disorder, cardiac disorder, cervicitis, deep vein thrombosis, dysmenorrhoea, endometriosis, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, pulmonary embolism, reproductive tract disorder, thrombosis, uterine adhesions, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: plaintiff has been left with abdominal deformity and severe large scarring. Symptoms have resolved and that she feels much better diagnostic results: on about (B)(6) 2012, plaintiff williams had an hsg test performed. Most recent follow-up information incorporated above includes: on 17-jul-2018: pfs received. Events: blood disorder, heart disorder, reproductive tract disorder were added. Concomitant drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), deep vein thrombosis ("blood or heart disorder/condition; deep vein thrombosis"), pulmonary embolism ("blood clot in leg broke off and dispersed into heart and lung causing pulmonary embolisms"), thrombosis ("blood clot in leg") and uterine haemorrhage ("aub") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy. Concurrent conditions included allergic rhinitis, arthritis, dvt, hypothyroidism, insulin resistance, irritable bowel syndrome, monilia nos, obesity, polycystic ovary, sleep apnea and uterine fibroid. Family history included ovarian epithelial cancer. Concomitant products included enoxaparin, metformin, paracetamol (acetaminophen) and warfarin. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced the first episode of dyspareunia ("painful intercourse") and the second episode of dyspareunia ("dyspareunia"). In (B)(6) 2015, the patient experienced menorrhagia ("prolonged menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"). In 2016, the patient experienced pulmonary embolism (seriousness criterion medically significant), thrombosis (seriousness criterion medically significant) and vaginal discharge ("irregular vaginal discharge"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), deep vein thrombosis (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), migraine ("migraine headaches"), headache ("headaches"), uterine leiomyoma ("uterine fibroids"), endometriosis ("endometriosis of right ovary"), adenomyosis ("adenomyosis"), cervicitis ("chronic cervicitis"), uterine adhesions ("serosal fibrovascular adhesions") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy successfully removed). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, menstrual disorder, back pain, migraine and vaginal discharge had resolved and the deep vein thrombosis, pulmonary embolism, thrombosis, uterine haemorrhage, vaginal haemorrhage, headache, pelvic pain, uterine leiomyoma, endometriosis, adenomyosis, cervicitis, uterine adhesions, the last episode of dyspareunia and ovarian cyst was resolving. The reporter considered abdominal pain, adenomyosis, back pain, cervicitis, deep vein thrombosis, dysmenorrhoea, endometriosis, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst, pelvic pain, pulmonary embolism, thrombosis, uterine adhesions, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: plaintiff has been left with abdominal deformity and severe large scarring. Symptoms have resolved and that she feels much better diagnostic results: on about (B)(6) 2012, plaintiff (B)(6) had an hsg test performed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: reporter information, patient details, lab data, product information, concomitant drugs, events- abnormal bleeding (vaginal), blood or heart disorder/condition; deep vein thrombosis, blood clot in leg, blood clot in leg broke off and dispersed into heart and lung causing pulmonary embolisms, headaches, pain, uterine fibroids, adenomyosis, endometriosis of right ovary, ovarian cysts, chronic cervicitis, serosal fibrovascular adhesions, aub were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (total hysterectomy with bilateral salpingo-oophorectomy successfully removed). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, menstrual disorder, back pain, dyspareunia, migraine and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: plaintiff has been left with abdominal deformity and severe large scarring. Symptoms have resolved and that she feels much better diagnostic results: on about (B)(6) 2012, plaintiff williams had an hsg test performed. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.